Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. A review of the available black box and alarm history showed no errors, alarms or warnings related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was performed and the pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging elevated blood glucose levels of over 500 mg/dl with large ketones. On (B)(6) 2014, contact with the reporter provided additional information. The reporter indicated that the health care provider advised the reporter to give an injection to correct the blood glucose levels when the ketones were present and blood glucose levels resolved to normal range. The reporter indicated that the patient was known to be growing and the patient¿s weight had increased; the basal rates were adjusted on (B)(6) 2014 by the patient¿s health care provider. The reporter indicated that blood glucose levels were still elevated even after the adjustments were made. The reporter confirmed no illness or other changes in medications. This report is made based on the allegation that the patient experienced hyperglycemia which was not resolved by pump settings adjustments and the use of the pump could not be ruled out as a possible contributor to the event.